Event description:
It was reported to medtronic minimed that the customer turned the nob it's not working correctly. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. The customer reported an inpen screw movement issue. Identified inpen screw does not move when the injection/dose button is pushed. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instruction. Mmt-105nnblna was requested and the customer response was the device will be returned.

Manufacturer narrative:
Type of investigation- 10, investigation findings code-424, investigation conclusions code-2306. Per visual inspection: no physical damage to cartridge holder. Inpen was received with missing front cap shell. Unit paired successfully to commercial app. Inpen received with leadscrew fully extracted of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.30ozf-in). Unable to confirmed front cap shell anomaly due to inpen was received without original front cap shell. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. However, inpen was received without original front cap shell. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.